Manufacturer narrative:
The pump was received and a thorough investigation was performed. The guide wire repositioning unit diameter was measured within specification. We cannot conclusively determine the root cause of the reported ischemia without further objective evidence. A DHR review was performed and found no manufacturing issues or reworks associated with this pump lot or guide wire repositioning unit lot. There are no other complaints related to this failure mode associated with pumps in this lot.

Manufacturer narrative:
A good faith efforts have been made to retrieve the impella cp optical, however, we have not yet received the device. Should this be received, a supplemental MDR will be filed upon completion of the investigation.

Event description:
The complainant reported a (B)(6) female patient presenting for hemodynamic support using the impella cp optical for ami/cgs. The device was inserted into the right axillary artery without any reported issues, however, ischemia developed. As treatment, the physician performed a fasciotomy. Note: despite multiple good faith efforts, we were unable to determine an exact date of this event. Therefore, we have used the same date the device was inserted. Should we succeed in gathering this information, a supplemental MDR will be filed.